Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported a short post MRI. It was noted that impedances prior to the MRI showed no problems detected and post MRI, a short was detected between electrodes 0 and 3. Factors noted to have contributed to the event was MRI, 1.5 under conditional MRI guidelines. Troubleshooting was noted as tested at 0.7 and 3.0 v, short was still persistent. Interventions/actions were noted as unable to do anything further. The consumer was receiving therapy and was not programmed on that electrode. The issue was not resolved at the time of the report. The consumer¿s medical history included parkinson¿s disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.